Manufacturer narrative:
Date of event: only the year (2021) of the event date is known.

Event description:
It was reported that air entered the deltec gripper plus needle during a draw. The patient had to be re-accessed as a result. No patient injury or further complications were reported in relation to this event.